Event description:
Boston scientific received information stating: generator migration; pocket revision. (B)(6) hospital canada physician: (B)(6) event date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).